Event description:
It was reported that a patient experienced dysphagia following the use of rhbmp-2 and an interbody device in an unspecified fusion procedure. The patient is about one week post-operative and developed throat soreness and difficulty handling liquids very soon after surgery. It was stated that a medrol dosepak was started about five days ago. The patient may have had a different level fused in the past.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.